Event description:
The distributor contacted animas on (B)(6) 2014 alleging there was water and rust inside the batter compartment. The distributor stated the patient wore the pump while swimming one week prior. The battery cap was reportedly fastened onto the pump tightly without the yellow o-ring visible. The distributor stated there were no cracks near the battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged casing/condition issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, there was visible moisture and corrosion in the battery compartment. Corrosion was found on the battery cap. The keypad was intact without damage. There were no visible cracks in the pump case. A leak test was performed and did not reveal any areas of leakage. The pump was opened for investigation and did not reveal any evidence of moisture inside the pump. Investigation confirmed moisture ingress and corrosion in the battery compartment and on the battery cap.